Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user ran out of insulin cartridges for the ilet and transitioned to a backup insulin pen while requesting cartridges and a syringe to continue ilet use, with an expedited shipment arranged. Symptoms included hyperglycemia with a reported glucose of 556 mg/dl. Outcomes included the need to disconnect from the ilet and administer subcutaneous insulin via pen as a temporary measure, without hospitalization. Investigation included troubleshooting and education with the user and issuance of a goodwill supply order. Investigation of this case revealed a supply interruption of insulin cartridges rather than a device malfunction, and the device remained functional once supplies were to be restored. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances related to insulin supply logistics.